Event description:
It was reported that the center piece of a male luer lock adaptor of a high flow rate extension set broke off and remained in the port of a clearlink continu-flow primary IV set during patient infusion. The reporter stated that the patient was admitted for treatment of bacterial meningitis. The patient was receiving "d5.45 with 10meq kcl per liter, flushes 5cc¿s per hour via a sigma spectrum pump." Approximately 30 minutes after the antibiotic infusion of clafran/flagyl had ended, the male luer of the extension set broke, causing a disconnection of the two sets. This resulted in the patient's blood backing up into the patient's central line. Approximately 5 ml of blood leaked onto the bed. The patient was seen by a physician after the event, but there was no patient injury reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient was reported to be a (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection revealed a broken male luer lock adapter. Pressure testing was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be due to a design issue. A CAPA has been opened to investigate the issue and the supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.